Event description:
It was reported that the patients ipg was non-functional. The patient underwent a revision procedure wherein the ipg was replaced with a rechargeable system. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.